Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a malfunction when using the electrosurgical generator causing the monitor input to switch. The endoscope tower was replaced and the procedure was ongoing at the time. The issue occurred during a therapeutic transcervical resection procedure. There was no health damage and no reported patient impact.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: (added selection that was inadvertently missed on the initial) based on the results of the investigation, a root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.